Event description:
It was reported the device was used during a laparoscopic tubal ligation. It was reported that during the initial incision and trocar insertion, the surgeon used a blind puncture no insufflation technique infra umbilical. The trocar was inserted and the obturator pulled out. Blood was observed coming up the trocar cannula. The pt was opened and the common iliac artery was observed to be punctured. The pt arrested on the operating table and was revived. Pt was stabilized and vascular surgeons were called to complete the case by repairing the vessel.